Manufacturer narrative:
This medwatch report is in response to receipt of maude event report mw5044642.

Event description:
It was reported that the patient underwent an unknown thyroid surgical procedure on an unknown date and suture was used. Approximately 24 hours following the procedure, the patient returned for care and treatment with a superficial infection. Additional information has been requested.

Manufacturer narrative:
During the procedure, the suture was placed using simple continuous subcuticular closure with buried knots at either end and closed with an outer steri-strip. Following the procedure, the patient developed hematoma and irritated skin edge. Deep dermal tissues were extending into subcutaneous tissues. It was also reported that deep tissues and subplatysmal planes were healing well. Minimal residual compartment seroma was clear and without signs of infection. Hematoma was drained along with wound edge debridement, suture was removed and wound was closed with another suture. Conclusion: the representative sample has been received for evaluation. Visual and functional examinations were performed and the foil packet is still sealed and passes integrity test. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.